Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used for a banding varices treatment in the esophagus of a female pt on (B)(6) 2009. According to the complainant, during the procedure, the device would not deploy the band fully with one complete rotation of the handle. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.